Event description:
The following information was provided: the patient is part of the insignia hip stem study and during a routine on site monitoring visit it was noted on the 2 year phone evaluation ((B)(6) 2025) where the patient is are asked whether they have pain, are satisfied with the surgery and if the hip is still in place, the patient reported that she was not satisfied with the surgery. There was no report of pain and the patient did not provide any comments. The clinic note from (B)(6) 2025 mentions she has chronic bilateral iliopsoas tendonitis. The patient will be followed to assess further.

Manufacturer narrative:
The following devices were also listed in this report: high insignia collared hip stem; cat # 7000-6604; lot # unknown, delta v-40 ceramic head 36/-2,5; cat # 6570-0-436; lot # unknown, tridentii hemi cluster52e; cat # 702-11-52e; lot # unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.